Event description:
Description of event according to initial reporter: celect ivc filter found to be fractured, with fractured leg retained locally. Both filter and fractured leg removed with forceps.